Manufacturer narrative:
No product impact is known to date. A review of the logs did not reveal any reagent or instrument issues. However, testing of a blank sample yielded a sars-cov-2 positive result and, therefore, contamination may be a contributing factor to the issue seen at the customer site. Additionally, the customer observed a reduced positivity rate following a deep cleaning of the instrument and work areas.

Event description:
On (B)(6) 2022, a customer called hologic technical support (ts) to report a discrepant result from wl (B)(6).the physician questioned the result which initially tested sars-cov-2 positive and negative upon retest. The result was amended. However, the customer does not know if any treatment was administered. Customer used assay lot 317816 on the panther instrument sn (B)(4). Hologic ts reviewed the logs and noted that were no indication of hardware failure or reagent preparation issues. Ts suggested the issue is due to potential contamination.